Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a stroke occurred. Per the physician, the stroke was likely caused by atheroemboli due to an atherosclerotic anatomy with a large plaque burden in the aortic arch. No treatment was prescribed. No further adverse patient effects were reported.